Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance varied from the 600 to 700 ohm range to greater than 2500 ohms and no capture or sensing was noted in the unipolar or bipolar configuration. Even though 6 days later capture and sensing were normal, the pocket was reopened, the setscrew loosened and the leads reconnected, after which all measurements were within normal range. It was suspected that the original problem was due to poor setscrew connection. The patient would be monitored.